Event description:
The m6-c has 16 case reports all negative the majority speaking of "catastrophic core collapse" and osteolysis. Now there are two retrospective series one showing a 34% failure and revision rate due to osteolysis and device failure (scott-young, 2022) and 10% (hackel, 2024). There are youtube videos by famous spine surgeons on these failures? Scott-young m, rathbone e, grierson l. Midterm osteolysis-induced aseptic failure of the m6-c¿ cervical total disc replacement secondary to polyethylene wear debris. Eur spine j. 2022 may;31(5):1273-1282. Doi: 10.1007/s00586-021-07094-7. Epub 2022 jan 12. Pmid: 35020078. Häckel s, gaff j, pabbruwe m, celenza a, kern m, taylor p, miles a, cunningham g. Heterotopic ossification, osteolysis and implant failure following cervical total disc replacement with the m6-c¿ artificial disc. Eur spine j. 2024 feb 16. Doi: 10.1007/s00586-024-08129-5. Check the youtube link: https://www.youtube.com/watch?v=keimwwgpzmq.